Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set was cracked causing leakage. The following information was provided by the initial reporter: leaking at insertion site and onto the floor. There was a ¿crack at the blue hub¿ and new tubing was placed. No further information available, per biomed, it was not clear what the ¿blue hub¿ meant.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak - crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set was cracked causing leakage. The following information was provided by the initial reporter: leaking at insertion site and onto the floor. There was a ¿crack at the blue hub¿ and new tubing was placed. No further information available, per biomed, it was not clear what the ¿blue hub¿ meant.